Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. Customer reverted to manual injections for insulin therapy.